Event description:
It was reported that the customer had a a13, a17, a21 alarms and damage on the insulin pump. The customer's blood glucose level was 359 mg/dl. The customer stated a temp basal was not programmed before the a21 alarm occurred. Alarm occured short after inserting a new battery. The troubleshooting was performed. The customer insulin pump had a crack by the battery compartment. The cutomer wad advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instruction. The customer was advised that she will receive a replacment insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. Insulin pump had a blank display due to corroded battery tube and battery cap. Unable to confirm alarms due to blank display.